Event description:
When the pump was initially implanted in april, it was set to delivering 50cc of baclofen per day. The patient was seen in june and at that appointment the pump dose was increased from 50cc/day to 500cc/day. On (B)(6) 2014, the pump was refilled. On (B)(6) 2014, the pump dose was increased from 500cc/day to 1000cc/day. On (B)(6) 2014, ¿out of the blue¿, the patient started getting sick; he ¿started having problems being knocked out and aspirating, going back and forth between aspirating, gagging and vomiting.¿ the patient was taken to the hospital and kept for 24 hours; he went home on (B)(6) 2014. The next day, he went back to the hospital and was treated for a seizure and sent back home. Somewhere between the (B)(6) the pump managing physician saw the patient in the hospital and turned the pump dose back down to 50cc/day. The patient was home 4 days. On (B)(6) 2014, the patient was taken to another hospital and was put into the intensive care unit and returned home on (B)(6) 2014. During the hospitalization, the patient got a ¿j tube/feeding tube¿ put into his lower bowel. The patient was scheduled for a pump refill on (B)(6) 2014. The patient saw the pump managing physician who said he was going to wait until the patient got stronger and started feeling better before refilling the p ump. On (B)(6) 2014, the patient went to the hospital and had surgery for a bowel obstruction; his bowels were twisted and unfolded once they removed the scar tissue. The patient returned home on (B)(6) 2014. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n448653, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(6), implanted: (B)(6) 2014, product type catheter. (B)(4).